Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketocacidosis. Troubleshooting performed. Insulin concentration, basal rates/time, bolus history, alarm history, programming was correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump alarmed within specifications. Nurse stated no delivery alarm occurred prior to hospitalization.